Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed because the issue was a one time occurrence and did not happen again. Instrument is working within bd specifications. The root cause is "unknown". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: when restarting the bactec fx ft8728 next door, a black screen problem also appeared with false positives following restart of the instrument: 48 false positive.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: when restarting the bactec fx ft8728 next door, a black screen problem also appeared with false positives. Following restart of the instrument: 48 false positive.